Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to corroded keypad traces. They were unable to confirm the compromised force sensor system alarm due to unresponsive buttons. The pump was also received with a minor scratched lcd window, a cracked reservoir tube lip, and cracked battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had a compromised force sensor system alarm on the insulin pump.